Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. However, unit was received with corroded motor home switch. Unit was received with corroded electronic assemblies and corroded battery tube. Unit was received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a unexpected movement in hall sensor. The customer blood glucose level was unknown at the time of the incident. The customer reported the error recurring. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.